Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. The right ventricular (rv) lead threshold was not being captured due to elevated capture thresholds. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.